Manufacturer narrative:
The device is still in use at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was septic and had a systemic infection. It is unknown if the infection spread from the pocket to the patient or from the patient to the pocket. The physician does not suspect the infection is related to the device implant. The system was explanted and this device is being utilized outside this patient's body to provide pacing therapy. During the explant procedure, the patient experienced ventricular tachycardia (vt) and had to be externally rescued. The patient was put on a ventilator and antibiotics and the temporary system will most likely be replaced with a right sided transvenous system. No adverse patient effects were reported.